Event description:
The mic-key gastrostomy tube (gt) was inserted under laparoscopic placement in the operating room. The gt was inflated with the recommended five cc of water. Approximately 30 minutes later, in the recovery room, the tube dislodged. Evaluation of tube demonstrated a linear disruption. The pt returned to the operating room for replacement of second gastrostomy tube under laparoscopic placement. No further complications noted.